Event description:
A surgeon reported that irrigation solution did not flow from the irrigation line, and air came out of the infusion line on infusion mode. The line was clamped and the surgery was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).